Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardiac monitor exhibited intermittent undersensing, resulting in false recording of bradycardia. Programming chnages were discussed for the next patient check.